Event description:
Procedure: pelvic laparoscopy. Reportedly, a piece of the 11mm cannula was found to be broken off and missing at the distal end of the device. The surgeon is not sure if the breakage occurred during the surgery or if the device was in this condition at the beginning of the case. No pt injury reported.